Event description:
It was reported that the target lesion was located in the mid left anterior descending artery with 80% stenosis. Lesion length was 14.0 mm and the diameter was 3.0 mm. Pre-dilatation was performed prior to placement of the 3.0 x 18/20 stent. Lesion stenosis after stenting was 0%. A non-target lesion in the distal left circumflex artery (lcx) was treated with the placement of a promus 2.75 x 8 stent during the index procedure. On (B)(6) 2010, 199 days post index procedure, the subject underwent coronary angiography due to unstable angina. The target vessel had 30% ostial stenosis, 20% mid stenosis and 80% ostial 2nd diagonal stenosis. The lcx had ostial left posterior descending artery (l-pda) stenosis, which was treated with a non-abbott stent. The right coronary artery had 50% stenosis and the left ventricular ejection fraction was 60%. The 2nd diagonal was treated with balloon angioplasty with 20% residual stenosis. The subject was discharged (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. The reported patient effects of angina and restenosis are listed in the promus instructions for use (IFU) as known adverse patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.